Manufacturer narrative:
The investigation determined that higher than expected vitros phyt quality control results were obtained from a vitros therapeutic drug monitoring performance verifier processed using vitros chemistry products phyt slides lot 2621-0176-6425 on a vitros 5600 integrated system. The most likely assignable cause of the event is an instrument related issue that specifically affects the vitros phyt reagent. The customer processed within run precision testing on phyt & crbm and while the crbm results were acceptable, the phyt precision results were not within acceptable guidelines. Additionally, imprecise qc results were obtained using two different lots of vitros phyt reagent and two different lots of vitros tdm pv iii.an ortho field engineer performed service actions which included the following service actions: replacing the iwf metering pump, the iwf z motor, lead screw, nut assembly, the microslide metering proboscis, the cm/rt evaporation caps, performing the cm/rt read sync adjustment and correction factors. However, the vitros phyt performance was not acceptable after service actions were completed. The investigation of equipment performance is ongoing and it is anticipated that service actions will resolve the issue.a vitros phyt reagent related issue was not a likely contributor of the event as unexpected precision results were obtained on the vitros 5600 integrated system using two different lots of vitros phyt reagent (alternate phyt lot 2621-0176-7932) and two different lots of vitros tdm pv iii fluids. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros phyt reagent lots 2621-0176-6425 and alternate phyt lot 2621-0176-7932. (B)(4)

Event description:
The investigation determined that higher than expected vitros chemistry products phenytoin slides (phyt) quality control results were obtained from a vitros therapeutic drug monitoring (tdm) performance verifier processed using vitros phyt slides lot 2621-0176-6425 on a vitros 5600 integrated system. Vitros tdm iii lot a8117 results= 32.64, 32.60, 32.01 and 32.04 ug/ml vs the expected result of 26.5 ug/ml the higher than expected results were from a control fluid and were not reported outside of the laboratory. However, the investigation was unable to confirm that patient sample results were not affected or would not be affected if the event were to recur undetected. Ortho has not been made aware of any allegation of patient harm as a result of this event.this report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).